Event description:
Reported that during the surgical procedure, the tip of the ultrasonic shears instrument broke and two fragments fell inside the pt. The fragments were retrieved from the pt and thrown away. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The ultrasonic shears instrument was returned without the ultrasonic probe accessory. Failure analysis of the ultrasonic shears instrument revealed that the tip of the instrument was intact; however, excessive charring and teflon deformation was observed. The observed instrument damage is known to occur when the instrument is energized and there is no tissue between the grip and the probe; therefore, it was concluded that the instrument was likely misused. Because the ultrasonic probe was not returned for failure analysis evaluation, no conclusion can be drawn regarding the cause of the probe breakage.